Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker.

Event description:
It was reported that the customer stated the bottom part of the insulin pump was coming off. During the troubleshooting the customer stated the drive support cap was protruded. The blood glucose reading was 150mg/dl. Advised the caller that the insulin pump would be replaced. Nothing further reported.